Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending (lad). After a 3.0x33mm xience sierra drug-eluting stent (des) was implanted successfully a proximal edge dissection was noted. Therefore, another xience sierra was implanted to cover the dissected vessel and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information was provided.